Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h8 was incorrect, it should be blank. However, we have updated on this report to reflect the correct information.

Event description:
Information received by medtronic indicated that the insulin pump was out of the box damage. Customer stated that they were on manual injection. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2023, customer returned pump for an alleged out of box damage at the reservoir. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found no physical component or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, motor, or force sensor. Critical pump error (open book image) alarm was triggered by a insulin pump alarm flash crc is incorrect for factory-stored information. Fatal alarm confirmed in the history file on 12/25/2021 14:54:03.000, problem isolated to the electronic assembly. Force sensor was tested outside of pump, zero offset within (23.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Out of the box damage was not confirmed at the reservoir, however, other damage were noted. Critical pump error (open book image) alarm confirmed due to pump error 55 alarm. Insulin pump had a alarm flash crc is incorrect for factory-stored information. Alarm confirmed, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.